Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.